Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead presented to the emergency room with chest pain. The local boston scientific field representative requested a review of the patient's remote home monitoring data. High rv impedances were noted. A device interrogation was performed and no additional issues were identified. The system remains in service. There were no adverse patient effects reported.